Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer changed the infusion set and cartridge to resume insulin therapy. No assistance from a third party was required. Ultimately, the customer reverted to an alternate method of insulin therapy.